Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported the patient presented for follow up with unacceptable defibrillation thresholds exhibited by the implantable cardioverter defibrillator. Further information was requested but not received.